Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used in the bronchus during a stent placement procedure performed on (B)(6) 2015. During the procedure, the stent was in position and the physician started deploying the stent but it would not totally deploy. The stent was removed and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report# 3005099803-2015-01719 and #3005099803-2015-01461 for the other associated device information. Additional information was received (B)(4) 2015. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used during a stent placement procedure in the bronchus performed on (B)(6) 2015. According to the complainant, during the procedure, the first stent (the subject of MFR. Report# 3005099803-2015-01719) was placed in position and was able to be fully deployed. However, the delivery catheter could not be removed through the stent and on further pulling, the stent was pulled out along with the delivery system. A second stent (the subject of MFR. Report# 3005099803-2015-01461) was placed in position and the physician started deploying the stent. When the stent was half deployed it could not be released any further. The second stent was removed partially deployed and the procedure was completed with a third ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
An ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 28mm. No issues were noted with the profile of the crochet stitches from the point of release from the stent. It was noted that the pullring was detached from the deployment suture. A bend was noted in the shaft proximal to the crocheted stent. During the product analysis, the investigator retracted the deployment suture and fully deployed the stent without issue. Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, the stent was able to be fully deployed during analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report# 3005099803-2015-01719 and #3005099803-2015-01461 for the other associated device information. Additional information was received (B)(6) 2015. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used during a stent placement procedure in the bronchus performed on (B)(6) 2015. According to the complainant, during the procedure, the first stent (the subject of MFR. Report# 3005099803-2015-01719) was placed in position and was able to be fully deployed. However, the delivery catheter could not be removed through the stent and on further pulling, the stent was pulled out along with the delivery system. A second stent (the subject of MFR. Report# 3005099803-2015-01461) was placed in position and the physician started deploying the stent. When the stent was half deployed it could not be released any further. The second stent was removed partially deployed and the procedure was completed with a third ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Additional information received (B)(4) 2015. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.